Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. Additionally, the inlet air path assembly and removable air path foam was replaced per remediation, which is not related to the reportable malfunction/issue. The customer requests no repair to be done to the device. The device will be returned to customer unrepaired.